Event description:
Affiliate reports that over drainage was confirmed by a CT scan. The doctor changed the pressure of valve many times, however, the status did not changed and the patient died. The doctor believes the valve did not cause or contriibuted to the patient's death.

Manufacturer narrative:
Upon completion of the investigation, it has been noted that this complaint has been confirmed. The valve was tested for programming before being sent to the investigation site: the valve succeeded to program. The returned device was a valve with siphon guard. Ventricular and peritoneal catheters were also returned. Catheters were tested for flow. No occlusions were noted during the flow tests. The siphon guard was removed from the rest of the valve and it was also tested for flow with a column of purified water: the siphone guard passed the flow test successfully. The rest of the valve was tested for pressure; the pressure test revealed that the valve was occluded. Therefore, a fine syringe needle was inserted into the flow opening of the inlet valve housing under the ruby ball and its seat. The ruby ball was manually popped free from its stuck position. Therefore, the valve could be tested for pressure: the valve failed the pressure test and a slight over drainage was noted on the valve. The valve was examined under microscope at appropriate magnification and it was dismantled: biological debris was noted on the pressure control mechanism. It stuck the ruby ball on it seat. Once the ruby ball had been popped free, debris was noted to have interfered with the proper positioing of the ball on its seat. This would explain the over drainage noted during the pressure test. It has been noted that the slight over drainage noted on the valve was not likely to cause a significant clinical effect on the patient. Review of the history device records confirmed that the valve conformed to the specifications when released to stock in march 2005. Based on the results of this evaluation no further action is required. Trends will be monitored for this and similar complaints. At the present time, this complaint is closed.